Event description:
Results for neumodx sars cov-2 on the neumodx 288 or 96 molecular system were discrepant with another method.

Manufacturer narrative:
No adverse outcomes were reported. The initial discrepancy reported is likely related to external contamination. We are reporting this event in an abundance of caution and in accordance with the eua requirements.